Manufacturer narrative:
The patient was born on an unknown date in 1935 current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿ this report is number 3 of 3 mdrs filed for the same event (reference 1825034-2016-02231 / 02233). A non-locking screw was reported to have fractured; three non-locking screws were implanted during the procedure and it is unknown which fractured.

Event description:
A patient enrolled in a clinical study, during the right hip fracture procedure the head of a non locking screw fractured upon insertion.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
A patient enrolled in a clinical study, during the right hip fracture procedure the head of a non locking screw fractured upon insertion. The patient retained the shaft of the fractured screw.